Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 4 months, 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient is implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was transferred to an inpatient rehabilitation on (B)(6) 2018 for ongoing physical reconditioning after index vad implant. Patient was progressing until (B)(6) 2018; however, had a sudden increase in white blood cells (wbc), fever, nausea and vomiting. The patient continued to progressively worsen. On (B)(6) 2018, blood culture was done. It was assumed that he infection was caused by staphylococcus aureus. The customer reported that the blood culture, and sternal wound culture were repeated but the reports were pending. A CT scan was performed with increased mediastinal fluid collection and l5-s1 osteomyelitis. The patient was readmitted on (B)(6) 2018 with a concern for hypotension and sepsis. The patient had a rapid clinical deterioration, broaden antibiotic coverage and pressor support. Cultures were positive and a CT scan showed an infectious lesion. Patient developed multisystem organ failure and lactic acidosis. It was reported that patient expired on (B)(6) 2018 secondary to sepsis. The event was thought to be unrelated to the device or therapy. There were no alarms reported and the device as expected. Pump was explanted and returned. No further information was provided.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported sepsis and patient outcome could not be conclusively determined through this evaluation. The evaluation of the device did not reveal any device-related issues. Device was returned assembled with the pump cable intact and connected to the modular cable. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was returned and secured with the fully engaged cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The account reported the device was operating as expected and not related to the patient outcome. No further information was provided. The manufacturer is closing the file on this complaint.